Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the syringe assembly was the likely cause of the issue. The fsr replaced the part which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(6) was identified.

Event description:
The customer observed false repeat reactive architect anti-hcv results on a 15-year-old patient. The sample was repeated on another analyzer which generated a nonreactive result that was consistent with the patient's health record. The following data was provided: initial result = 1.78 s/co (reactive); repeat result = 1.65 s/co (reactive). Repeat result on another analyzer ((B)(6)) = 0.12 s/co (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive architect anti-hcv results on a 15-year-old patient. The sample was repeated on another analyzer which generated a nonreactive result that was consistent with the patient's health record. The following data was provided: initial result = 1.78 s/co (reactive); repeat result = 1.65 s/co (reactive) repeat result on another analyzer ((B)(6)) = 0.12 s/co (nonreactive) no impact to patient management was reported.